Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a system message was displayed and the handpiece stopped working during a cataract extraction with intraocular lens implant procedure on patient's right eye. The case was completed using an alternative handpiece with no harm to the patient. Additional information has been requested and received. This is one of two reports being filed for the same facility. This report is for the second patient who. The alcon reference numbers are:(B)(4).

Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. However, the handpiece was returned for investigation. The handpiece was manufactured on october 16, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample did not show any visual nonconformity. The handpiece (hp) was successfully primed and tuned on a calibrated infiniti system and analysis of freda data showed 25 tunings with intermittent failures. The hp was then run at 100% power for a few seconds before sm displayed and the hp stopped working. The same sm was displayed after disconnecting and reconnecting the hp. Resistance between pins 9 (ground) and 8 (high electrode) was tested using a resistance test box and a digital multimeter (dmm). The dmm indicated that the circuit was open and therefore the hp passed this test. Disassembly of the hp revealed moisture ingress and an electrode detached at one end upon gentle removal of the kapton tape. Whether the electrode was already detached prior to removal of the tape or the force of the tape caused the electrode to detach is unknown; however, the electrodes should be able to withstand gentle removal of kapton tape. The root cause of the reported event can be attributed to moisture ingress into the hp. (B)(4).